Manufacturer narrative:
(B)(4). Batch # m5320h. Cartridge, release button, shrouds. Additional information was requested and the following was obtained: when the knife stuck after he pulled the trigger, did the device deliver any staples? -yes. If yes, were the staples formed properly? -yes. If yes, was the staple line complete? -yes. When the knife stuck after he pulled the trigger, did the device cut? -yes. If yes, was the cut line complete? -yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? -not reported. When the knife stuck after he pulled the trigger, was there any difficulty opening the device? -yes. If yes, how was the device removed? -used new device to cut the tissue and completed the procedure. If yes, did the jaws eventually open? -unk. What color cartridge was being used? - ecr60g. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? -unk. Was buttressing material utilized? If so, which product? -unk. The analysis found that one ec60 device was returned with the knife jammed, the closing trigger opened, anvil in the closed position and the firing mechanism in the return stroke with the knife not fully back. Furthermore the clamping mechanism was noted to be damaged and the handle shrouds were slightly separated. One ecr60g cartridge reload was loaded in the device. The cartridge reload was received fully fired and with cartridge deck damaged. The found damaged on cartridge is consistent with the device being clamped over a hard object. In addition, a clip was found lodged behind the knife, preventing the knife from returning completely and the anvil from opening resulting in the firing and opening mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. No further functional test could be performed due to the conditions of the instrument. The device was disassembled to verify the internal components and the release button post was noted to be damaged. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. The batch record was reviewed and no anomalies were noted during the manufacturing process. Video received of troubleshooting device after procedure. In conclusion, based on the video evidence, the event description of device not being able to be opened can be confirmed. Hands on device and cartridge analysis may provide the evidence necessary to determine the root cause of the reported complaint.

Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the device fired with a green reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.